Manufacturer narrative:
Info not available, device was never returned for analysis.

Event description:
It was reported that during the splenectomy procedure, part of the blade fell out. There was no patient consequence.